Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirm the reported issue. The stm stated that the iabp shuts down shortly after it is unplugged, the display shows full charge when unplugged. The battery runtime test only lasted approximately 16 minutes before shutting off. The stm indicated that the batteries were replaced in (B)(6) 2018 and were due to be replaced (B)(6) 2020. The stm noted that the old batteries were provided by a third party and were not getinge/maquet. To address the issue the stm replaced the batteries. The iabp's error log showed no entries for shutdown. The stm performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) powered down while on a patient. It is unknown if there was any patient harm/injury; however there was no adverse event reported.